Event description:
It was reported that the laser needs alignments. The arm was bumped, and the beam is off. There was no patient involved.

Manufacturer narrative:
The console was field serviced at the user facility. Upon inspection of the device, it was found that the aiming beam and treatment beam coincidence was out of specification, as well as the aiming beam positional runout. Also, it was found that the duo module and silo mounting bolts were loose. A full optical alignment was performed, and the silo and duo module bolts were tightened. After performing the adjustments, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that the laser needs alignments. The arm was bumped, and the beam is off. There was no patient involved.